Manufacturer narrative:
Initial reporter occupation - occupation: materiovigilence. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a coda balloon catheter ruptured. During the procedure, the balloon was inflated within the graft. Angulation and tortuosity was present. There was vessel calcification at the location where the rupture occurred. A new balloon was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation. It was reported by (B)(6) hospital that a coda balloon catheter had ruptured. The event occurred on 17dec2021. During the procedure, the balloon was inflated within the graft. Angulation and tortuosity were present. There was vessel calcification at the location where the rupture occurred. A new balloon was used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. The patient outcome was reported to be ¿good.¿. Reviews of documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device were conducted during the investigation. The complaint device was not returned to the manufacturer for investigation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history file (dhf) for lot 13871263 found one nonconformance that was scrapped prior to further processing. It should be noted that no other complaints were associated with the reported lot number. The instructions for use (IFU), provides the following information to the user related to the reported failure mode review of device labeling. The device was packaged with IFU t_coda46_rev2. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings. Do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in figs. 1 and 2. Over-inflation of balloon may result in: rupture of balloon. Do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 46 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 46 mm balloon catheter should not be used in vessels less than 24 mm in diameter. When used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Precautions. Always manipulate catheter using fluoroscopic control. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Potential adverse events. Vessel dissection, perforation, rupture, or injury. Infection and pain at insertion site. Arterial thrombosis and/or embolism. Balloon inflation volume. Do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in figs. 1 and 2. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Maximum inflation volumes. Catheter size max. Volume. Coda-2-10.0-35-140-46 60 cc. Balloon preparation. Note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation. 1. Flush the distal lumen using heparinized saline solution. 2. Advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. Caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in figs. 1 and 2. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. 3. Under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Caution: if the coda or coda lp balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis. 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. The evidence from the complaint file, quality control documents and indicate that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.